Event description:
The customer reported her blood glucose carbohydrate intake and insulin history. The pod was removed and she noticed the needle never inserted the cannula into the infusion site. The pink insert was noted half way in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.